Manufacturer narrative:
Product event summary: analysis was unable to confirm the customer comment that there was no display when the unit was powered up. Analysis did find that both the upper and lower cases were broken and contaminated, that the battery release, ring cover, battery drawer, keyboard pad and liquid crystal display were contaminated, that the two side bail covers were broken, the battery contacts were compressed, the ring was bent and the battery drawer o-ring was missing. (B)(4).

Event description:
It was reported that the external pulse generator had no display when the unit was turned on. It was further reported that the sense light-emitting diode on the ventricular side was constantly lit and that the generator appeared to have cleaning solution between the liquid crystal display and the front cover. The generator was returned for service. It was indicated that there was no patient involvement associated with this event.

Event description:
It was reported that the external pulse generator had no display when the unit was turned on. It was further reported that the sense light-emitting diode on the ventricular side was constantly lit and that the generator appeared to have cleaning solution between the liquid crystal display and the front cover. The generator was returned for service. It was indicated that there was no patient involvement associated with this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.